Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that the nurse was swabbing the lower port on the tubing set when the line separated from the "hub" and leaked the chemotherapy agent. The customer further stated that there were no adverse effects caused to the patient from the event.

Event description:
It was reported that the nurse was swabbing the lower port on the tubing set when the line separated from the "hub" and leaked chemotherapy in the oncology department. This led to a chemotherapy spill and exposure to hazardous medication. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Additional information added to d.10 continued from d.11-250ml baxter bag lot jb1322 exp june 2020 0.9% sodium chloride injection (chemo) though requested, patient demographics (section a.1-a.4) were not provided. Visual inspection revealed that the tubing was separated from the inlet port of the smartsite above the male luer. Clear liquid was observed in approximately 3/4 of the set¿s drip chamber and the entire length of attached tubing. Further visual inspection using a microscope revealed insufficient solvent on the tubing. Dimensional analysis found the tubing to be within specification. The cause was determined to be insufficient/lack of solvent.